Event description:
Device issue: detachment. Time of device issue: during procedure. Adverse event: none. It was reported that during the procedure in the totally occluded proximal circumflex artery, a non-abbott dilatation catheter was advanced but could not cross. Two tornus guiding catheters also did not cross. A corsair microcatheter was advanced but became "buried" in the heavily calcified lesion. The corsair was turned aggressively, became stuck but was ultimately removed from the anatomy. Upon removal, it was noted that the tip had separated. The guide wire was removed from the anatomy with the tip of the corsair on the wire. There was no adverse pt sequela. Subsequent to the reported info, user facility medwatch was received reporting, "catheter tip broke off in the coronary artery."

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. (B)(4).